Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and were concerned that their insulin pump was not delivering boluses correctly. The customer's blood glucose at the time of the event was almost 500 mg/dl according to the customer. The customer treated with a manual injection under the advice of her healthcare professional. Troubleshooting did not identify a cause of the event and the insulin pump passed functional testing. The device will not be returned for analysis.